Event description:
Operating surgeon informed a mako employee that a previous patellofemoral patient has received a total knee revision at another hospital.

Manufacturer narrative:
An eval of the event has been initiated at mako surgical, and is in progress. Preliminary results are not yet available.